Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that this device battery showed a drop from 65% to 15% in the last half the year. A request for review was sent to engineering. A review by engineering noted that the device exhibited premature depletion condition consistent with degradation of ceramic capacitor due to traces of hydrogen gas within the sealed device environment. Further discussion noted that the device will not reach end of life (eol) if replaced or reevaluated within sixty days from todays date, (B)(6) 2020. Additional information noted that at the last follow up in (B)(6) 2020 the battery was at 11%, the device was thus explanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was analyzed and <<a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over time. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Event description:
It was reported that this device battery showed a drop from 65% to 15% in the last half the year. A request for review was sent to engineering. A review by engineering noted that the device exhibited premature depletion condition consistent with degradation of ceramic capacitor due to traces of hydrogen gas within the sealed device environment. Further discussion noted that the device will not reach end of life (eol) if replaced or reevaluated within sixty days from todays date, (B)(6) 2020. Additional information noted that at the last follow up in (B)(6) 2020 the battery was at 11%, the device was thus explanted and was be returned. No adverse patient effects were reported.